Manufacturer narrative:
Testing/repair records confirmed the reported event and found device malfunctions: there was a component failure and the device had sustained physical damage. The stimulation and connector boards were replaced, along with the outer housing. The mfg date is unobtainable. Records prior to september 2011 remain with the original device MFR. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. The eclc eclipse system controller provides high speed digital data processing, stimulation generation and audio processing of emg activity and also supplies switched ac power to the computer. The controller connects to the computer via the high speed pcmcia interface. When info suggests that the nim eclipse equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, w/o info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned an eclipse controller stating "plug connection bent." There was no suggestion of pt injury or involvement. Testing/repair confirmed the reported event, and found a failed stimulation board. A failed stimulation board has the potential to cause or contribute to pt injury (loss of stimulation during use leading to a false negative) - as a sudden failure is not consistently accompanied by warning/error messages during a procedure. At this time we are unable to confirm whether the customer rec'd any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.